Event description:
The patient was discharged home with aspiring and monitoring.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, the reported thrombus could not be confirmed based on the information that was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including stroke and peripheral thromboembolism, that may be associated with the use of the heartmate ii lvas. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3: the event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple strokes in (B)(6) 2025. The exact date was unknown. It was noted that this was not new for the patient. The patients coumadin (warfarin) had been stopped in 2019. It was unknown if the event was from the ventricular assist device (vad), the note stated "cardiometabolic origin" with known small thrombus in the aorta. The patient was readmitted for the investigation of the stroke. The patient was positive for von willebrand disease. Symptoms included dipoplia. The patient was discharged home with aspirin and monitoring. Their vision was restored. They had no deficit. They were now stable at home. MFR#2916596-2021-04367- coumadin stopped in 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The type of stroke diagnosed was hemorrhagic. No changes to patient condition or anticoagulation status that may have contributed were reported.